Manufacturer narrative:
Additional phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "right grade 3-4 capsular contracture."

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. "A fair amount of old hematogenous liquified fluid" with a "serosanguinous consistency" "approximately 50 ccs" was observed during surgery. The device was unilaterally replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases. A weight test of the device was verified and the device was within specification. Cloudy and bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. "A fair amount of old hematogenous liquified fluid" with a "serosanguinous consistency" "approximately 50 ccs" was observed during surgery. The device was unilaterally replaced.